Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% chronic total occlusion target lesion was located in the calcified and moderately tortuous right anterior tibial artery. This 1.5mm x 20mm x 143cm coyote es mr balloon catheter was selected for pre-dilation of the target lesion. The coyote balloon was inflated and ruptured at 10atms upon the 3rd inflation (1st and 2nd inflations: 6atms). The pre-dilatation was completed with a 1.5mm x 40mm coyote otw balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and magnified inspection revealed no damage or irregularities. Positive pressure was applied with an inflation device filled with water, and a stream of water emitted from a pinhole aligned with the markerband. The balloon presented no irregularities in the balloon material. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% chronic total occlusion target lesion was located in the calcified and moderately tortuous right anterior tibial artery. This 1.5mm x 20mm x 143cm coyote es mr balloon catheter was selected for pre-dilation of the target lesion. The coyote balloon was inflated and ruptured at 10atms upon the 3rd inflation (1st and 2nd inflations: 6atms). The pre-dilatation was completed with a 1.5mm x 40mm coyote otw balloon catheter. No patient complications were reported and the patient's status is good.